Manufacturer narrative:
Correction: b7 should be blank.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed a blank screen. The patient pressed ok, stop and touched the screen but the screen remained blank. The patient rebooted the cycler 3 times, the ok and stop buttons lit but the screen remained blank. No supply info were gathered as the issue does not have to do with the supplies or treatment. The patient was advised that the cycler would be replaced due to the blank screen. The fresenius technical support representative advised the patient to retain their iq drive, modem and to inform their pdrn of replacement arrival on 9/16/2023. The patient was also advised to discontinue the use of the cycler and to perform capd. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed a blank screen. The patient pressed ok, stop and touched the screen but the screen remained blank. The patient rebooted the cycler 3 times, the ok and stop buttons lit but the screen remained blank. No supply info were gathered as the issue does not have to do with the supplies or treatment. The patient was advised that the cycler would be replaced due to the blank screen. The fresenius technical support representative advised the patient to retain their iq drive, modem and to inform their pdrn of replacement arrival on 9/16/2023. The patient was also advised to discontinue the use of the cycler and to perform capd. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.